Manufacturer narrative:
The connection of the t-valve assembly and sample syringe on the cartridge (cc) sample probe was loose. The customer tightened the connection between the t-valve and sample syringe on the cc sample probe to resolve the issue. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported the unicel dxc 600i generated erroneous low patient results for multiple chemistries including glucose (glu), blood urea nitrogen (bun), alb (albumin), and cholesterol (chol). Customer reported 2 samples were affected. Erroneous results were not reported outside of the laboratory. No patient treatment change reported. Customer reported quality controls prior to the incident were within the laboratory's established ranges.